Event description:
Customer reported that no reactivity was observed in the anti-d microtube with a patient sample who had a previous history of being rh positive. No erroneous results were reported.

Manufacturer narrative:
Retained testing and a batch record review will be performed. A review of the worldwide complaint database indicates that there are no other complaints against this lot of product.